Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. The device has not been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported the site had difficulty tightening the short spinous process clamp to the patient, because the screw would not tighten down. A long clamp was used instead. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
The clamp was returned to the manufacturer for analysis. Analysis found the returned clamp has difficulty closing. The threads of the adjustment screw are intact and appear to be undamaged but the screw will not thread into the base of the clamp more that a few threads before experiencing resistance. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.